Event description:
Patient reports issues with becton dickinson pen needles 4mm 32 gauge being difficult to unscrew from device. Sending new pen as may just be one time issue with device. Unknown if pt missed a dose; no adverse drug event reported; unknown if available for return; unknown if md aware. No further information provided.